Event description:
The customer reported to olympus, during preparation for a therapeutic (biliary tract exploration) procedure, the visera video system center had horizontal stripes on the image. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, horizontal stripes were noted in the image due to a defective connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon (1) ¿horizontal lines appear on the image and image becomes colorful. This makes a tissue undistinguishable¿ was confirmed, and it occurred due to a faulty receptacle unit (gn153500). The local service engineer reported that the phenomenon was not resolved when a different chf-v was connected to the subject device. Additional incoming inspection regarding the phenomenon, ¿horizontal lines appear on the image, a tissue can be distinguished¿ were confirmed, and it occurred due to a faulty receptacle unit (gn153500). Olympus will continue to monitor field performance for this device.